Event description:
It was reported that the patient was not able to adjust stimulation. It was recommended repositioning patient programmer or antenna over ins. This action resolved the reported issue. It was also noted that the patient was experiencing a loss of therapeutic effect. The patient fell and had been experiencing these symptoms for a couple of months but just now decided to report. When the patient would sit in certain positions, the stimulation was uncomfortable. The patient was unable to turn stim down or make changes with her pp (patient programmer) until she called the manufacturer for instructions. The patient was able to successfully change from p1 to p2. Patient was able to successfully increase amplitude in p2 from 1.8 to 3.5 at which point the patient began to feel stimulation in the correct location. Additional information received noted that the patient was still having concerns with their device or therapy but had not sought further help. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v048076, implanted: (B)(6) 2007. Product type: lead, product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension, product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator settings could not be adjusted, regardless if the ante nna was used, or not. The therapy was not effective and the patient wanted to have the stimulation increased. The stimualtion was increased and the patient was "zapped in the rear," while doing activities around the house.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the device was reprogrammed on (B)(6)-2012. It was noted that there was no injury and no hospitalization.